Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. According to the patient¿s parent, on (B)(6) 2025, the cgm device alerted for a cgm reading of 22.2 mmol/l. The patient experienced nausea, and dehydration and was taken to the hospital by a caretaker and when a fingerstick was taken the blood glucose reading was 27.2 mmol/l. The patient was treated with intravenous insulin and fluids. The patient was discharged after a ¿few¿ days and was discharged either 3 or 4 days after the event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.